Event description:
It was reported that during an elective deep brain stimulation (dbs) implantable pulse generator (ipg) revision procedure, the lead extension appeared bent and cracked upon removal from the ipg header. The physician noted that the patient has a difficult time speaking and could not confirm any adverse events and the cause of the damage to the lead extension are unknown. The lead extension was replaced with another of the same model, and the procedure was completed successfully. Analysis of the damaged lead extension was not performed, as it was retained by the facility. The patient recovered well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.

Manufacturer narrative:
Based on the available information (in the absence of product return) boston scientific concludes that the cause of the bent and cracked lead extension upon removing from the ipg header could not be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The lead extension was retained by the facility, as such physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the IFU product label. The lead extension was retained by the facility. As such, physical analysis has not been conducted in our laboratory. However, based on objective evidence from the field, engineers have concluded that bent and cracked lead extension upon removing from the ipg header cause could not be established.

Event description:
It was reported that during an elective deep brain stimulation (dbs) implantable pulse generator (ipg) revision procedure, the lead extension appeared bent and cracked upon removal from the ipg header. The physician noted that the patient has a difficult time speaking and could not confirm any adverse events and the cause of the damage to the lead extension are unknown. The lead extension was replaced with another of the same model, and the procedure was completed successfully. Analysis of the damaged lead extension was not performed, as it was retained by the facility. The patient recovered well post-operatively.